Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and loss of sensing. X-ray revealed the lead had dislodged. The physician elected not to perform surgical intervention at this time due to the patient&#38112;advanced age and an unrelated infection in the abdomen; the device was reprogrammed to vvi mode. The patient was in stable condition post event. The patient would continue to be monitored.